Manufacturer narrative:
The customer followed up with tandem regarding the issue. Due to ongoing occlusions the pump was replaced

Event description:
It was reported intermittent occlusion alarms occurred. There was no reported adverse impact to the customer's blood glucose level. The customer called back to report occlusions continued and a replacement pump was sent to resolve the issue. The customer continued to use the pump for insulin therapy with a backup plan if necessary.

Event description:
It was reported that intermittent occlusion alarms occurred. During troubleshooting with tandem technical support it was discovered that the customer failed to properly cycle the cartridge. Tandem clinical support educated the customer to properly cycle the cartridge before use. The customer resolved the occlusions by either changing the pump supplies or clearing the alarm and resuming insulin therapy. There was no adverse impact to customer¿s blood glucose level.